Event description:
It was reported that the patient presented with discomfort in the lower pelvis. The inflatable penile prosthesis (ipp) reservoir was observed to be near the penis where it had migrated to. The reservoir was explanted and a new reservoir was implanted. The patient has fully recovered following the surgery.